Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. The arrow buttons had to press more than once and insulin pump had rejected new battery few times. Insulin pump was broken at the back and could not clip back into insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.